Event description:
"When the doc asked the tech manipulating to deflate the tip so that they could remove it and reposition it, they noticed that the tip of the rumi handle had completely came off where it connects at the junction where it articulates into anteversion and retroversion positions.." (B)(4).